Event description:
Customer reported that her meter wasn't working and she was unable to check her blood glucose level. As a result, she fell down and hurt her head. She stated that she was treated at the med ctr. No add'l info on diagnosis and treatment is available.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.